Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 171 mg/dl. Alarm was explained and cleared. Customer was informed that connection could cause the alarm. Customer changed the tube and reservoir. Insulin was not cloudy or expired. Alarm persists. Customer could fill the tube manually. Motor error alarm occurred 4 times in the last 30 days. Alarm history showed a motor position encoder error alarm. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per specification sensor failed per specification due to high readings. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The insulin pump was unable to verify alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.